Event description:
It was reported that a patient with this artificial urinary sphincter (aus) presented with increasing incontinence due to urethral atrophy. The device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
D6a and d10 have been corrected.

Event description:
It was reported that a patient with this artificial urinary sphincter (aus) presented with increasing incontinence due to urethral atrophy. The device was explanted and replaced. No further patient complications were reported.